Event description:
During laparoscopic suprapubic hysterectomy (lsh) case - began to lose pneumoperitoneum. Staff could hear leaking coming from the trocar. Was able to place a grasper inside the trocar to get it to stop. It continued to leak intermittently throughout the case.